Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with oversensing during ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.